Manufacturer narrative:
This adverse event was reported to a uromedica representative, during a urology conference, by an unnamed physician from colorado springs, co, who is not a known or trained proact implanter. The physician claims that the patient presented at the hospital with urinary retention and had proact implants. The additional surgery performed and additional device used to resolve the patient's retention is not a typical resolution, and was likely the result of the physician's unfamiliarity with proact. Urinary retention can typically be sucessfully resolved via ballon volume adjustments. Uromedica (B)(4).

Event description:
Acute urinary retention in a patient allegedly implanted with proact. The physician placed a suprapubic tube to drain the bladder and the retention was resolved.